Event description:
It was reported that all electrodes 0-7 had high impedance values >3600. It was stated that all effective programming could be done using the other implanted lead. It was stated that the patient reported ¿90%+¿ pain relief with programming that was on the other implanted lead. It was noted that the impedances on that lead were within normal range. It was stated that the healthcare professional (hcp) planned to replace the patient¿s implantable pulse generator (ipg) (due to normal battery depletion) but did not plan to replace the affected lead at this time since programming could be accomplished using the other lead. It was stated that the patient saw the eri (elective replacement indicator) message but the patient was still getting effective therapy. The patient¿s status was alive with no injury and there were no symptoms or complications associated with this event. It was noted that the cause of the impedance issue had not been determined and there was no additional information available to report at the time of the report/followup, but I t would be updated as it became available.

Manufacturer narrative:
(B)(4).

Event description:
Device analysis complete.

Manufacturer narrative:
Concomitant products: product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2009, product type lead; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2009, product type lead; product ID 37743, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
Additional information received reported that the implantable neurostimulator (ins) replacement was done. It was stated that impedances on the affected lead still showed out of range, even when connected to the new ins. It was reported that all effective programming could be done on the lead that did not have high impedance values and because of this, the healthcare professional (hcp) did not replace the lead with high impedances. It was stated that there was no death or patient injury and that patient recovered without sequela. It was stated that the patient was doing well and receiving effective therapy. It was noted that the explanted device was returned and it was noted that the device had normal battery depletion/eri. It was noted that a session printout was attached that reported out of range electrodes that were taken after the ins was explanted with no leads connected.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (B)(4) found no significant anomaly. It was reported that the battery was at normal end of life and telemetry and output were okay.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.